Manufacturer narrative:
U.s. Reporting agent notified on (B)(6) 2014. Reported device not marketed in the u.s.; however, similar device is. Manufacturing site eval: samples received: 5 unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Knot pull tensile strength results conducted on samples before releasing the product fulfilled OEM requirements. There are no previous complaints of this code/batch. There are no units in our stock. All packs received are tight. The knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Thread breaking during knotting.